Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's pacemaker was found to be in back-up mode due to event queue overflow. Corrective programming changes were made and the device was successfully restored on (B)(6) 2021. No patient consequences were reported.